Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most problem cause of the reported issue image failure was due to worn-out front video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported poor image, lines on the screen during a unspecified procedure completed with the same device, involving an olympus video system center. There was no patient injury reported.